Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. After ablation began the patient became hypotensive. An echocardiogram was performed and showed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician stated that the left atrium of the heart was sick with a lot of scar tissue and thin walls. There were no high pressures noted during catheter use however the physician alleges that the posterior or anterior wall was perforated during maneuvering of the ablation catheter. There were no alleged performance issues with any abbott devices.